Manufacturer narrative:
Technician advised the account to check connections at the transformer under the electronics pan. The bed was in the bed shop at the time the alleged flash was seen. No further information is available on the repair of this bed at this time.

Event description:
Account stated the bed is showing an error code. The account replaced the fuse on the air board. After replacing the air board, the account saw a flash from under the bed and error code is again active. Account stated the same fuse is again compromised. No injuries reported.